Event description:
Bottom portion of brushhead came off in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b 3d white professional healthy clean toothbrush, the bottom portion of an oral-b brushhead, version unk, came off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.